Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 (part number 10134-000, serial number (B)(4)) with the electrosurgical generator was used in a procedure to remove lesion s in a patient's stomach. The settings were endocut q, 2-3-3 and forced coag, effect 1 at 25 watts. A small perforation in the wall was detected and an endoclip was used to address the issue. The patient recovered without any problems.

Manufacturer narrative:
There were no reported equipment problems during the procedure. Per the account, the involved equipment has been placed back in service. No anomalies were found in the device history records (DHR) of the involved devices. In conclusion, it appears that no equipment problem caused or contributed to the event. Most likely there were many factors involved in the reported event with the patient's disease state being very significant. That is, upon the intervention to remove all the lesions in the patient's stomach, the remaining tissue did not stay intact which resulted in the perforation. Additionally per the physician, patient scar tissue may have led to the complication. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work with the involved medical staff at the hospital is being planned for (B)(6) 2012. Erbe USA, inc. Is now closing the file on this event.